Event description:
It was reported that the unspecified quantity of unknown access sets were leaking from an unspecified location. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: one clearlink system continu-flo solution set had ¿IV (intravenous) heparin leaking from the flat round disc below drip chamber while being infused¿. There was no change in the patient¿s condition due to the incident. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.